Event description:
The customer reported via phone call that they received a no delivery alarm while they were sleeping. The customer's blood glucose was unknown. Troubleshooting found insulin was unable to exit during a fixed prime and the insulin pump alarmed no delivery. It was also found insulin was unable to exit with a push plunger and there were greater than normal resistance.. Customer was advised their reservoir/infusion set connection may be severed. The reservoir will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.